Event description:
The pt called lfs alleging that their one touch meter was reading inaccurately high. Pt obtained a 412 mg/dl mg/dl and 398 mg/dl on their meter and then started feeling dizzy and thirsty. They took insulin following the use of their meter and called the emergency services. The hosp meter read 232 mg/dl. Results were reported to be within 10 minutes. No treatment was administered at the hosp. The customer service rep walked pt through two control solution tests that failed. The test strips were reported to be within the expiration date, were stored properly, and were not opened longer than the discard date. The calibration code was set correctly. The pt neither alleged harm or experienced injury due to the meter. They had high symptoms, obtained high results, and were treated accordingly at the hosp. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable due to two failed control solution tests. Pt's meter, test strips, and control solution were replaced.